Manufacturer narrative:
This report will be amended when our investigation is completed.

Event description:
It is reported that the device was implanted in 2001. The device was revised in 2006, due to aseptic loosening and osteolysis around the medial screw.